Event description:
A malfunction with code malf 12 was reported, and the technical support provided information for resetting the pump, assisting the caller in the process. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. After the pump was reset, the malfunction did not recur.